Manufacturer narrative:
The hill-rom technician found there were too many beads and the beads needed to be decontaminated. The technician swapped the bed and decontaminated the beads to resolve the issue. The patient had a stage 3 sacrococcygeal wound that progressed to unstageable. The patient is being treated with dakin's solution. Development of pressure ulcers is multifactorial and cannot be only attributed to performance of the surface. Risk factors include protein-calorie malnutrition, microclimate (skin wetness caused by sweating or incontinence), diseases that reduce blood flow to the skin, such as arteriosclerosis, or diseases that reduce the sensation in the skin, such as paralysis or neuropathy. Position changes are key to pressure sore prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. Per the hill-rom user manual, poor fluidization; if fluidization is sluggish or uneven, notify your hill-rom representative. Fluidization is affected by the following: room temperature, humidity, the amount of materials, such as fluid, cells or cellular debris, which has escaped from the blood vessels and has been deposited in tissues or on tissue surfaces, restricted air circulation from blankets on the bed. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2017. It is unknown if the facility performed any other preventative maintenance on this bed. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed was not fluidizing and the patient's stage 3 wound progressed to unstageable. The bed was located at the account. There was a patient/user injury reported. This report was filed in our complaint handling system as (B)(4).